Event description:
The customer's father reported that the insulin pump had a button error alarm during bolus. The customer did not recall any significant events leading up to the error alarm. Blood glucose level was 91 mg/dl at the time of the call. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded key traces. The unit had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.